Event description:
Distributer of intuvie, received an email from a health care facility employee who reported a pump with unknown infusing rate issue. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.